Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported not receiving any cgm values due to a brief sensor issue. The patient was wearing an omnipod insulin pump. Due to this, the patient went to the emergency room (ER) for evaluation where he was diagnosed with dka. The patient reported being hospitalized for 2 weeks. No further event details were provided, including patient symptoms, bg meter values, treatment details, or a timeline of how long the brief sensor issue occurred prior to the patient going to the ER. Attempts to reach the patient back for further event clarification were unsuccessful. No other patient or event details were available. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined as the allegation was not found. No additional event or patient information is available.